Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right atrial (ra) lead exhibited loss of capture. The patient had experienced bradycardia. Magnetic resonance imaging was performed and confirmed ra lead dislodgement. During lead reposition procedure, it was found that a stylet failed to be advanced in the ra lead. The ra lead was explanted and replaced. The patient was discharged.